Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged during initial implant. It was noted that the lead would "not go into the vessel." The lead was explanted. No patient complications have been reported as a result of this event.